Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is misuse of the product due to improper surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/13/2024, it was reported by a sales representative via phone that the button from an ar-2290 proximal tenodesis implant system fell off the inserter during implantation. The button was attached by the sutures, and it did not become loose inside the patient. When the button detached from the inserter, it was not in the bone, but it was while in the joint space. This was discovered during a biceps tenodesis procedure on (B)(6) 2024. The case was completed using an ar-2291 proximal tenodesis button.